Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer indicated the scs ipg was at the stim off and now is receiving a comm error 2501 following the scs ipg not being charged since (B)(6) 2014. Surgical intervention may be taken at a later date to address the issue.